Event description:
A nurse called to report that the customer was admitted in the emergency room for dka. At the time of call the nurse indicated that the reservoir was empty, but the reservoir volume showed 33u. The nurse called back to troubleshoot the pump. The pump passed the functional testing. The alarm history showed that the pump had several no delivery alarms. The lead screw passed and no delivery alarms occurred. Advised the customer to change out the set and the site.